Manufacturer narrative:
(B)(4). The post market surveillance department in in the process of reviewing medical records. The plant investigation is in process. A supplemental MDR will be submitted upon the completion of these activities.

Event description:
This report concerns an elderly patient with aortic insufficiency who on (B)(6) 2016 underwent cardiac resynchronization therapy (crt) following aortic valve replacement surgery. The surgery was complicated with intractable acidosis, hypotension which required administration of methylene blue and blood transfusions (2 unit of packed red cells). Post operative this patient's condition worsened and required administration of vitamin b12 to ameliorate vasoplegia. This was not successful with patient's general condition progressively deteriorating in the next several hours for the patient developing into a state of shock in presence of severe acidosis and subsequent development of acute kidney injury from acute tubular necrosis to warrant initiation of acute interim crrt. During the initiation of crrt treatment, the hemodialysis machine displayed a blood leak alarm, and the nurse could not clear the alarm. The nurse stated all blood was returned to the patient, the machine was reset up after being pre-tested again and confirming there was no issue with the alarm system, and then the patient was reconnected. The blood leak alarm occurred for the second time, and the patient had to be disconnected with inability to perform crrt. The patient's family decided not to pursue further life-saving measures when on (B)(6) 2016 the patient deceased. The hd machine had been operational prior to treatment and is currently operational. Exposure to high dose hydroxocobalamin (or any form of vitamin b-12) is known to cause discoloration of serum with subsequent discoloration of the effluent dialysate. Discoloration of the effluent dialysate causes a false blood leak alarm in the 2008 series hd machines. The reported event is not causally related to our device.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. Medical records were provided and have been reviewed by post market clinical staff. On (B)(6) 2016 an (B)(6) male patient was admitted to the hospital and underwent aortic valve replacement with a 19mm trifecta tissue valve. Following the procedure, the patient was transferred to the intensive care unit but, postoperatively, the patient became more hypotensive and increasingly acidemic. The patient required increasing vasopressor support and was administered norepinephrine, phenylephrine and vasopressin. The patient¿s ph steadily declined and his lactate level increased and eventually the patient went into shock with severe acidosis. The patient required reintubation. On (B)(6) 2016, a trialysis catheter was placed and the patient was started on continuous renal replacement therapy (crrt). Following this, the physician attempted to administer hemodialysis at 17:30. Patient was sedated and intubated at the time of hemodialysis. At 17:31, a blood leak was detected and blood was returned. A new set up was performed and hemodialysis was restarted at 17:50. For a second time, a blood leak was detected but no blood leak was found. The patient was administered methylene blue for pressure support and hydroxocobalamin for clotting. Staff was unable to disable blood leak detector and hemodialysis was ended early at 18:30. Blood was rinsed back and md ordered patient to restart on crrt. Patient¿s platelets continued to drop but there was no evidence of excessive bleeding and patient¿s hemoglobin remained stable. At approximately 21:00, the patient¿s family discontinued further life saving measures and the patient expired at 21:46. Patient¿s final diagnosis and probable cause of death was vasoplegic versus septic shock; severe vasoplegia; severe thrombocytopenia, disseminated intravascular coagulation (dic) versus hiit; severe acidosis; liver shock; acute kidney injury secondary to acute tubular necrosis with hypernatremia and hyperphosphatemia; acute blood loss anemia; aortic stenosis status post aortic valve replacement. Medical records reveal no autopsy was requested. Medical records do not contain a death certificate for review. Physician documented that ¿the patient does have significant cardiac history and that combined with his recent cardiac operation draws high suspicion for cardiogenic shock.¿ in addition, medical records reveal that at the time of hemodialysis treatment, the patient was in atrial fibrillation. Medical records indicate that the cause for patient¿s hospitalization and postoperative decline were not related to hemodialysis treatment but cardiac in nature. Medical records reveal that the patient¿s post-operative issues complicated patient¿s hemodialysis treatment on (B)(6) 2016. Medical records reveal patient¿s cause of death was related to post-operative cardiac issues. There is no documentation in the medical record that indicates a causal relationship between the 2008k2 and the patient¿s death.